Event description:
Customer reported a sensor detachment with an adc device due to bumping against something. As a result, customer experienced "dizziness, lost balance," a loss of consciousness and was able to self-treat. No third-party intervention or healthcare professional treatment was reported for this issue. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.